Event description:
Customer reported that he did not receive a bolus delivery and that the blood glucose reading would not come down. The blood glucose reading had been 300 mg/dl for eight hours. Customer reported a hospitalization for high blood glucose. He was treated with manual injection. He stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit. The bolus and basal settings were correct. The insulin pump passed the high pressure test. Threshold suspend was found in the alarm history. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The device was received with a scratched display window.